Event description:
Urine sample tested 500/ul for leukocytes and normal for glucose. Retest of sample, sample recovered 25/ul for leukocytes and 1000 mg/dl for glucose. The initial results were not reported. If additional information is received, appropriate notification will be provided.